Event description:
The customer reported that when the system had problems generating images. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep repaired the image processor. No patient injury was reported.